Event description:
I had undergone lasik surgery at (B)(6) laser eye surgery centers in (B)(6) of 2012. After the surgery my vision was great during the day, but I have problems with night vision. I experience starbursts, halos, and glare around lights, and continued to do so at night. I have been to the center for check-ups a week after, month after, 6 months after, and the doctor assured me that the starbursts, halos, and glares will eventually fade away, however I have not noticed any improvements since the surgery. On the day of the last check-up, I insisted to the doctor to correct the problem. The doctor asked me one question and that was if the problems affected my driving at night. The side effects are not life threatening, but the problem is so severe and disruptive. My vision bleeds and sparks with every light post, car light, light sign, and other bright light in the area. Even after I described the situation to the doctor, she replied that there is nothing she can do about it and that she could not help me further. She stated that 1-2% of lasik candidates experience these problems. Note, I went in 2 times for a diagnostics and testing a month before the surgery and was deemed a great candidate for laser custom lasik. Custom lasik customvue.